Event description:
It was reported the patient presented with a right ventricular (rv) that exhibited an unspecified issue. The lead was capped and replaced (B)(6) 2008. The patient condition was unknown.